Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of "keypad issue," which was experienced during evaluation as a delayed keypad response. It was found to be caused by a failing processor printed circuit board (pcb). The failed processor pcb and pcb shielding were replaced. (B)(4).

Event description:
It was reported that a spectrum pump had a keypad issue which was clarified during baxter's evaluation as a keypad with a delayed response. Any patient involvement, injury or medical intervention is unknown.